Event description:
Senseonics was made aware of an incident where user reported being hospitalized for major back surgery due to a degenerative disc in the lumbar region. The surgery took place on (B)(6) 2025, with hospitalization beginning approximately 10 days to 2 weeks prior; therefore, the date when issue happened will be defaulted to (B)(6) 2025. At the time of the call, the user stated they were feeling "a lot better."the event was not related to the eversense system or the user's diabetes. The user underwent xlif (extreme lateral interbody fusion), spinal decompression, and disc removal with metal plate implantation, followed by a 3-week recovery period. Medications prescribed included glipizide, alprazolam, atorvastatin, cyclobenzaprine, trazodone, lisinopril, methocarbamol, tramadol, and diclofenac. The user's hcp was not aware of the event; the user was advised to follow up with their hcp for further medical guidance.per dms, the user has not been using the system since (B)(6) 2025 but plans to resume use now that they have been discharged from the hospital.

Manufacturer narrative:
The user reported being hospitalized for major back surgery due to a degenerative disc in the lumbar region. The surgery took place on (B)(6) 2025, with hospitalization beginning approximately 10 days to 2 weeks prior; therefore, the date when issue happened will be defaulted to (B)(6) 2025. At the time of the call, the user stated they were feeling "a lot better."the event was not related to the eversense system or the user's diabetes. The user underwent xlif (extreme lateral interbody fusion), spinal decompression, and disc removal with metal plate implantation, followed by a 3-week recovery period. Medications prescribed included glipizide, alprazolam, atorvastatin, cyclobenzaprine, trazodone, lisinopril, methocarbamol, tramadol, and diclofenac. The user's hcp was not aware of the event; the user was advised to follow up with their hcp for further medical guidance.per dms, the user has not been using the system since (B)(6) 2025 but plans to resume use now that they have been discharged from the hospital.